Manufacturer narrative:
Follow-up # 1 date of submission 01/13/2014 - device evaluation: the pump has been returned and evaluated by product analysis 12/31/2013 with the following findings: a review of the pump history showed that fully charged replacement batteries were not being used. The pump performed rewind, load, and prime steps with no loss of power occurring. All current readings were found to be within specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip. The pump was opened and no corrosion was found inside. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump's battery life was short was viewed in the pump history but was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. Reportedly, the battery was replaced multiple times in a short period of time but the pump continued to emit replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.